Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: during testing, the display was observed to be scratched. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display was scratched. It could not be confirmed if the display could be read. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.